Event description:
The nurse reported via phone call that the customer was hospitalized twice due to diabetic ketoacidosis. The customer's blood glucose was 1243 mg/dl during the first hospitalization on (B)(6) 2015. The customer was discharged with blood glucose of 200 mg/dl and returned 10 hours later with blood glucose of 843 mg/dl on (B)(6) 2015. The customer complained of nausea and upset stomach. The customer was admitted and treated with insulin, dextrose and potassium. Nurse stated that the customer was wearing the insulin pump at the time of the hospitalization. A bent infusion set cannula was found upon removal during the high blood glucose troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-53153. (B)(4).